Event description:
It was reported that there was a malfunction resulting in prolonged insufficient oxygen or fresh gas flow. There was no patient involvement.

Manufacturer narrative:
D1 product name corrected. D4 primary UDI number corrected. D4 model no. Corrected.

Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The mixer check valve was cleaned and reseated to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Unique identifier (B)(6). Legal manufacturer. Hcs madison - 3030 ohmeda dr, USA madison, wi 53718